Manufacturer narrative:
Product event summary analysis confirmed the customer comment that the head would not interrogate, and it was determined that the cable needed replacing to resolve. It was also noted that there was corrosion inside the device which kept it from being repairable. The head will be scrapped. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID r2067 radiofrequency programmer head; product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head did not interrogate. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer; product ID 2067l radiofrequency programmer head; product ID r2067 radiofrequency programmer head; product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.